Event description:
Consumer received 2nd degree burns from the heating pad on her back. The unit burned through the cover, pillow, clothes and comforter. The consumer was using the heating pad in bed which is contrary to proper use instructions.